Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured from may 11, 2015 ¿ may 13, 2015. The device was received for evaluation. During visual inspection, white particulate matter was observed to be floating within the reservoir of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white particulate matter floating in an unspecified location within the device. This was found before use. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.